Event description:
During retina surgery, the shutter on the eye safety filter malfunctioned and would not reopen. This caused the procedure to be completed with the laser being used on the outside of the eye. There was more bleeding than would have been if the laser had performed properly. This was not the surgeon's best option but the outcome was the same.